Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00660. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent excision of rectal mass on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to vaginal prolapse, pain and bleeding the patient underwent cauterizations and partial device removal between 2006-2011. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/06/2017. (B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary problems, and recurrence.